Manufacturer narrative:
(B)(4). Failure to follow steps. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the deployment button was depressed, however the clip could not be released out of the device. The device was removed from the patient's groin without problems. Hemostasis was achieved by manual compression. There were no reported adverse patient effects. A femoral angiogram was not performed prior to the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device found it was returned fully deployed with the clip captured at the distal end of the device. The tubeset was manipulated during the examination to expose the vessel locator wings. The vessel locators were found slightly bent with the clip captured behind the wings. Because the device did not deploy at the access site the reported experience of the clip not deploying is confirmed. At clip deployment the vessel locators are designed to automatically collapse and not interfere with clip delivery. However, in this case the wings were bent. The most probable cause for the bent locator wings is compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment. This may create distal forces that result in bending and breakage of the locator wings and interfere with clip deployment. Based on the findings of this investigation the probable root cause for the clip being captured in at the distal end of the device is related to the operational context in use of the device. No manufacturing or quality inspection issues were observed during evaluation. A review of the manufacturing records for this device did not produce any findings relevant to this report.